Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Pump passed the stop current and run current tests. Unable to verify unexpected restart alarm, keypad anomaly or perform the self test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. Moisture damage found on the electronics. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer's blood glucose level was not reported. Customer reports there is fluid under the lcd display. The insulin pump alarmed unexpected restart. The customer was unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.